Manufacturer narrative:
No product is being returned for eval but lot number is provided. A device history report to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Gastric bypass - "clips are not closing when triggered. At least one clip partially closed in the shape of a capital "g". One side of the clip curled inward as it closed."